Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they had a high event on the day of the call, and received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 304 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed but the customer did a self test on the pump which passed. The customer reported sensor adhesion as well as sensor glucose versus blood glucose differences. The customer also had a low event of 40 mg/dl that caused a car accident on (B)(6) 2018. The insulin pump will not be returned for analysis.